Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to high impedances was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: manufacturer reference number: 3006705815-2021-06253 should not have been reported as a medical device report (MDR) after additional information received confirmed there is no malfunction of the ipg as only leads replaced.

Event description:
Additional information received indicated the ipg is no longer reportable as only the leads were replaced due to migration. There is no indication of malfunction of the device.

Event description:
Related manufacturer reference numbers: 3006705815-2021-06251, 3006705815-2021-06252. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later diagnostics discovered high impedances in both of patient's leads. In turn, surgical intervention may be pending to explant the entire system.